Event description:
"Essure coils" are 45% nickel which I'm allergic to my symptoms; double cycles, re-occurring ovarian cysts, chronic fatigue, severe abdominal pain. Devices removed in early 2009, success.. How can MFR use nickel in a medical implant when it's such a common allergy metal? It took several years, doctors and of course money to diagnose. Other women need to know. Devices installed, and removed by the same surgeon who installed as experimental surgery. I was one of the pts to receive.